Manufacturer narrative:
A ge service representative performed an onsite investigation. The disc drive was replaced, and the software and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.